Event description:
Cup was retained after removal of the external portion of the uterine manipulator. The cup was identified as being retained when the patient went to pacu. When this event was reported to the joint commission, the joint commission consultant explained that she had personally seen 15 retained cup events from uterine manipulators in 5 years.